Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of angina is listed in the xience alpine everolimus eluting coronary stent system electronic instructions for use, (IFU) as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that on (B)(6) 2016, a 3.5x15 rx xience alpine drug-eluting stent was implanted for treatment of an unspecified vessel. On (B)(6) 2017, the patient was rehospitalized due to other unspecified cardiovascular symptoms, including chest pain. Unspecified treatment was administered and the final patient outcome is reportedly unknown. No additional information was provided.